Event description:
Nursing home called to review the workings of the devices. It was discovered that one of the devices was out of range in its calibration. The device was replaced and the defective one returned for investigation.